Event description:
The facility reported an infusion pump with an underdelivery. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary:a request for the return of the device has been made. Should the pump be received for evaluation, a follow up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.